Event description:
On july 16, 2025, the patient's daughter contacted inogen, to report that the patient had experienced issues with his machine, leading to hospitalization after passing out due to lack of oxygen. She stated that the patient was hospitalized for three days, during which he received oxygen and underwent tests to ensure his safety. Patient daughter confirmed the new device was received and is currently functioning properly without any reported issues. The patient is back home recovering and doing well.

Manufacturer narrative:
The unit was received for investigation on july 23, 2025. It was received with a "system error" status, and the reported complaint was confirmed upon inspection. The issue was traced to high accumulator pressure caused by a blocked feed port and contaminated zeolite. The zeolite had absorbed excessive moisture, leading to contamination, and the muffler was filled with dust, which obstructed the feed port. These factors contributed to high column pressure and resulted in low internal and external oxygen output. Damaged power input due to wear & tear on gold pads. Both internal and external components appeared excessively dirty, suggesting possible user abuse. Additionally, the housing was replaced due to cosmetic damage. Patient received a replacement unit.